Event description:
A (B)(6) female pt's nurse contacted zoll customer support to report that the pt's electrode belt was constantly alarming. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon receipt the electrode belt failed an incoming functional test due to distorted s-s and f-b signals. Upon investigation, the +5v line was shorted in the trunk cable. The cause for the inability to detect was the shorted +5v line. The root cause for the shorted +5v line cannot be positively determined. No adverse event resulted from the defective electrode belt. The pt rec'd a replacement electrode belt.